Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange the patient passed out. The caregiver was recommended to change back to their primary system controller and no alarms were noted. The patient was then admitted to the emergency department. At the hospital the patient was noted to be currently stable and talking, and the "green circle of life" was present. It was recommended that the hospital perform a system controller self-test and reseat the ebb on the patient's primary system controller. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patients backup system controller with a new backup system controller. The hospital reported that the primary system controllers self-test was clear, and the ebb was reseated with no alarms noted. Additionally log files from the patient's primary system controller captured 2 driveline disconnections on (B)(6) 2025 at 11:30:57 and 11:43:09.

Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange, the patient passed out. The patient and caregiver reported that they did not believe the backup system controller alarmed appropriately. The caregiver was recommended to change back to their primary system controller and no alarms were noted. It was noted that the patient experienced no symptoms other than fainting due to the system controller exchange. Further log file review indicated that the backup system controller (B)(6) functioned as intended while connected to the driveline and was able to successfully ramp the pump to the set speed as intended. The patient was then admitted to the emergency department. At the hospital the patient was noted to be currently stable and talking, and the "green circle of life" was present. It was recommended that the hospital perform a system controller self-test and reseat the ebb on the patient's primary system controller. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patient's backup system controller with a new backup system controller. The patient's backup system controller was removed from use, though the hospital noted that no issues or malfunctions were found with this system controller. The hospital reported that the primary system controllers self-test was clear, and the ebb was reseated with no alarms noted. After discussion with technical services the emergency department elected to once again replace the system controller. Additionally log files from the patient's primary system controller captured 2 driveline disconnections on (B)(6) 2025 at 11:30:57 and 11:43:09. It was later reported that the 2 driveline disconnect alarms were due to the patient disconnecting their driveline. Log files from the patient's backup system controller captured the reported system controller exchange and the pump not starting. The patient was admitted to the hospital after these events for observation. The patient's weight was noted to be unknown but was estimated at 65 - 70 kg by the emergency room staff.

Manufacturer narrative:
Section d6a: implant date corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnect. It was reported that the 2 driveline disconnect alarms seen in the log file were due to the patient disconnecting their driveline. The system controller event log files collectively contained events from 03may2025 to 04may2025, per the timestamps. The log file captured 2 driveline disconnections on (b)(60 2025 at 11:30:57 and 11:43:25. These disconnections appeared to be consistent with the reported system controller exchanges on (B)(6) 2025 due to backup battery faults (see manufacturer report number: 2916596-2025-03107, 2916596-2025-03106). The pump was stopped for less than 20 seconds during each of the disconnections and restarted once the driveline was reconnected. The backup battery faults resolved following the system controller exchanges. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook is currently available. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿.¿ the patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.